Event description:
It was reported patient underwent initial hip arthroplasty with unknown products on an unknown date. Subsequently, patient was revised to biomet cup, biomet UK liner and a competitor's head on (B)(6) 2012 due to suspected infection. Further, patient was revised on (B)(6) 2012 due to another suspected infection and a biomet liner was implanted along with a replacement ring. Another revision procedure occurred on (B)(6) 2012 due to dislocation and another suspected infection. All product was removed and replaced with biomet product and competitor head.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 3 of 8 mdrs filed for the same event (reference 0001825034 - 2013- 00218/00219 and 00221/00226). Review of sterilization certification confirms device was sterilized in accordance with (B)(4).